Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they still have pain at the ins site since implant and also have not gotten any therapeutic effect yet. The patient previously felt stimulation sensation at the pelvic floor when they were at managing physician's office but now they are feeling it more at the ins site, and somewhat in the pelvic floor when laying on their stomach only. The patient asked if it would be ok to use ice or heat at the ins site. Patient services reviewed risks of heat and recommended patient ask managing physician. The patient mentioned they have been applying heat to the area when sitting in their car with heated seats and it provides some relief. The patient states the managing physician told them it can take up to a month to heal from the surgery and patient is approaching 5 weeks post implant. The patient noted they were generally slow to heal. No falls or traumas or high activity levels were reported the patient was redirected to their healthcare provider to further address the issue.